Event description:
During product evaluation on june 6, 2024, it was determined that device abruptly power itself off.

Manufacturer narrative:
Complaint evaluation was completed on 6/6/2024: the pump's event log was pulled as part of the evaluation and upon review it was noted during the event log review that the pump was found to undergo an abrupt power off. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. Functional testing did confirm the reported condition, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.